Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 and (B)(6) 2019 in bra roll (back) using the cooladvantage, coolcurve+ contour and cooladvantage+, coolcurve+ contour applicators, and on (B)(6) 2019 to the upper, mid, and lower abdomen using the coolcore advantage contour applicators, who developed paradoxical hyperplasia (pah/ph) on right bra roll after treatment, diagnosed on (B)(6) 2020. Tissue was described "7 by 14 area that is harder to palpation then the opposite side".

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 in bra roll (back) using the cooladvantage, coolcurve+ contour and cooladvantage+, coolcurve+ contour applicators, and on (B)(6) 2019 to the upper, mid, and lower abdomen using the coolcore advantage contour applicators, who developed paradoxical hyperplasia (pah/ph) on right bra roll after treatment, diagnosed on (B)(6) 2020. Tissue was described "7 by 14 area that is harder to palpation then the opposite side."

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.